Manufacturer narrative:
A leak due to wear at the corner of fold on the cuff shell (see attached image). No other damage or abnormality was noted, no leaks were identified in the cuff. A product malfunction was confirmed that could be the probable cause for the reported urinary incontinence. The allegation of atrophy could not be confirmed through product analysis. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 803558 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc (92116951 rev b). Additionally, the reported events do not contain an allegation against the labeling. Urethral atrophy and urinary incontinence are included as potential adverse events in the product labeling. No further review is required. The ams 800 hazard analysis (d053660 rev m) indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. No further review is required. A DHR review was completed for this complaint. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested due to the confirmed leak in the record (12199157) for the cuff belonging to the same device system. No product malfunction was identified for the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump component. The pump was not functionally tested due to the confirmed leak in the record (12199157) for the cuff belonging to the same device system. No product malfunction was confirmed for the pump component. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. System components- balloon model- 72400024; lot sn- (B)(6); pump model- 72400098; lot sn- (B)(6).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to urethral atrophy at the cuff site and recurring incontinence. A patient outcome of good was reported. Additional information received that a 5.0cm cuff was implanted. The physician did not feel that the cuff was the incorrect size for the patient and that the cuff was placed in the correct location initially. The suspected cause of the recurring incontinence was urethral atrophy.

Manufacturer narrative:
System components- balloon, model- 72400024, lot sn- (B)(4). Pump, model- 72400098, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to urethral atrophy at the cuff site and recurring incontinence. A patient outcome of good was reported. Additional information received that a 5.0cm cuff was implanted. The physician did not feel that the cuff was the incorrect size for the patient and that the cuff was placed in the correct location initially. The suspected cause of the recurring incontinence was urethral atrophy.